Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 5030039, model/ catalog description: linear lead kit 70 cm.

Event description:
A report was received that the patient was feeling leads pulling and was having redness. The patient was experiencing back pain and loss of stimulation. X-ray revealed that one of the leads was broken.

Event description:
It was reported that the patient was feeling leads pulling and was having redness. The patient was experiencing back pain and loss of stimulation. X-ray revealed that one of the leads was broken. Additional information was received that both leads were explanted and will not be returned. The patient was doing well postoperatively.

Event description:
It was reported that the patient was feeling leads pulling and was having redness. The patient was experiencing back pain and loss of stimulation. X-ray revealed that one of the leads was broken.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.